Event description:
The event occurred on an unknown date involving a 100" (254 cm) appx 4.6 ml, transfer set w/microclave¿ clear, dual check valve, rotating luer where the report stated that they had a problem with one of their transfer sets found leaking at the lure lock connector and onto the floor. The luer lock connector comes attached in the infusion set and cannot be removed. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
E1 - initial reporter phone (additional phone) (B)(6).the device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.